Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) had an object that appeared to be sealant attached to the distal tip of the shaft upon removal after deployment. Compression hemostasis was performed, and hemostasis was achieved in approximately 10 minutes. There was no reported patient injury. The device was used for hemostasis following treatment of a right superficial femoral artery (sfa) stenotic lesion via a crossover approach from the left common femoral artery (cfa). After changing from a non-cordis sheath to a 7f unknown short sheath, the prescribed device preparation and confirmation were performed, and the device was inserted into the sheath. The device was prepared and deployed per normal procedure, left in place for 2 minutes, and the balloon was deflated prior to removal. It was believed that a portion of the sealant remained in the body and contributed to hemostasis. The device will be returned for evaluation.